Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syr was affected by plastic recall, sizer misalign recall r111, syr pca gripper recall r090, and syringe split nut two recall. There was no reported patient involvement.